Event description:
This pt died during a plasmapheresis. A long cordis sheath (unk if avanti+ or brite tip) was used instead of the sheath provided with the plasmapheresis catheter kit. Apparently, the sheath was longer than the split tip catheter being used, which led to mixing of the filtered and non-filtered blood, essentially resulting in failed filtration. The pt was a pediatric pt (age unk). The cause and timing of death was not provided. No add'l info is available.

Manufacturer narrative:
A physician called inquiring about the use of cordis sheaths with plasmapheresis and dialysis catheters. She was conducting a plasmapheresis procedure on a pediatric pt (age and weight unk). A cordis sheath was used (unk if avanti + or bite tip) instead of the sheath provided with the plasmapheresis catheter kit. Cordis sheaths are indicated for use in arterial and venous procedures requiring percutaneous introduction of intravascular devices and come in a variety of lengths. It is necessary that the sheath be shorter than the device passed through it. Apparently, in this case, the sheath chosen was longer than the split tip catheter used. This led to mixing of the filtered and non-filtered blood, essentially resulting in failed filtration. The pt later died. The cause and timing of death was not provided. No add'l info is available. There is no allegation of a failure or malfunction of the cordis sheath. It has only been indicated that the sheath was too long for the intended procedure. It appears that procedural factors and user handling contributed to the reported event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.